Event description:
It was reported the ardis implant cracked as the surgeon was implanting. The cracked implant was removed from the patient and the case was completed with a non-zimmer implant. There was a 10-30 minute delay in the case and no patient impact.

Manufacturer narrative:
Visual examination of the returned implant using magnification identified marks suggesting that the inserter was rotated and that the implant was in the disk space on its side. The direction of the cracks also supports this suggestion. The ardis surgical technique has a note indicating that it is not designed to be inserted on its side and rotated. Since there were no indications of manufacturing, product, or system discrepancies or deficiencies, the need for further action is not indicated. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.